Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with 1 syringe of juvéderm vollure¿ xc in the cheeks, nasolabial folds, and a little bit in the upper lip and instantly experienced bruising on the left side up to the nose and cheek and white pustules alongside the left nasolabial folds. The patient stated that there may be scars from the symptoms. Two days later, the patient experienced horrible pain in the cheek and nose and three sores in the mouth. The next day, the patient experienced white pustules, like white heads along the left nasolabial folds. Patient was prescribed cephalexin the date of injection. The patient saw the injector 5 days post-injection and was prescribed minocycline, prednisone, and a topical antibiotic. The symptoms are resolving; the pain has resolved, but the patient has deep infected pockets and the whole area is red. Healthcare professional reported ¿redness remains¿ with ¿possible scarring.¿